Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2009 (patient age unknown, however over (B)(6); gender and weight are unknown). According to the complainant, when the clip was extended out of the sheath, the clip was "halfway off of the catheter." The procedure was successfully completed with another resolution clip device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Upon investigation, it was noted that the clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. The clip assembly was located just inside the over sheath. The control wire was actuated and the clip assembly was deployed. It was also noticed that the prongs were bent. The root cause could not be determined for this complaint. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2009 ((B)(6)). According to the complainant, when the clip was extended out of the sheath, the clip was "halfway off of the catheter." The procedure was successfully completed with another resolution clip device. There were no pt complications as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.